Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with the concurrent procedures of vaginal hysterectomy, left salpingo-oophorectomy and cystoscopy due to sui.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/13/2016additional information: a2

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence and pelvic pressure.

Manufacturer narrative:
Date sent to the FDA: 09/22/2017.